Event description:
It was reported that a home choice integrated apd 3 prong set cassette had leaks observed inside the cassette area. The home patient was able to complete therapy with new supplies. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. A simulated therapy was performed with no issues noted. The reported condition could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.